Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) product type lead. Product ID 977a260 lot# serial# (B)(4) product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-apr-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt stated they had nothing but constant pain and discomfort with their ins. Pt said they were in excruciating pain for 12 months, which took pt to a wheelchair and crippled them. Pt said a month-2 weeks ago they had the device removed. Pt thinks the ins and/or leads weren't installed properly as the ins was loose and could wiggle around in their back, and pt thought the leads were either installed in the wrong place or came loose. Pt's reason for calling was to ask about compensation for the costs involved and that they were in worse pain than they were in previously. Pt said they had been approached by 2 attorneys already, but pt didn't want to deal with them and would rather work with mdt. The caller was redirected to patient relations, pss emailed patient relati ons.redirected caller: other (document in note).

Event description:
Additional information was received from the patient (pt). The pt reported they believe the cause of the pain and discomfort at the ins site was due to the electrodes coming loose. The device was removed and the hcp put the pt on opiods as a substitute. Pt reported they are no longer able to walk without terrible pain. Weight and device disposition were not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.